Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: laparoscopic total hysterectomy. Event description: event 1 of 2: report #2027111-2021-00599. Event 2 of 2: report # 2027111-2021-00600. The trocar was placed in the patient and during instrument exchange the clear plastic from the seal was pushed down through the trocar and into the patient abdomen. The surgical team noticed the piece on the monitor and retrieved it from the patient. It is unknown which instruments were used at the time of the event. The complaint trocar was replaced with a new trocar. This has occurred a total of two times at this facility. No patient injury. Patient is stable and has been discharged. Product is not available for return. Unit was disposed of by the facility. Additional information received via phone on (B)(6) 2021 from user facility: for both cases the entire clear plastic component fell into the patient. The component fell into the patient during the manipulation of the instruments. During one of the cases, it occurred during the manipulation of a maryland graspers. It is unknown which instrument was being used during the other event. No photos are available of the products. Type of intervention: the clear insert was retrieved from the patient. The trocar was replaced with a new trocar. Patient status: no patient injury, stable and discharged.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic total hysterectomy. Event description: the trocar was placed in the patient and during instrument exchange the clear plastic from the seal was pushed down through the trocar and into the patient abdomen. The surgical team noticed the piece on the monitor and retrieved it from the patient. It is unknown which instruments were used at the time of the event. The complaint trocar was replaced with a new trocar. This has occurred a total of two times at this facility. No patient injury. Patient is stable and has been discharged. Product is not available for return. Unit was disposed of by the facility. Additional information received via phone on 04aug2021 from user facility: for both cases the entire clear plastic component fell into the patient. The component fell into the patient during the manipulation of the instruments. During one of the cases, it occurred during the manipulation of a maryland graspers. It is unknown which instrument was being used during the other event. No photos are available of the products. Type of intervention: the clear insert was retrieved from the patient. The trocar was replaced with a new trocar. Patient status: no patient injury, stable and discharged.